Event description:
At the time of pacemaker insertion (for severe bradycardia) and device testing for cross talk inhibition, ventricular fibrillation was induced. V fib was sensed and a shock delivered, but failed to terminate the v fib. The device failed to deliver a second shock, and thhe pt was externally cardioverted. Interrogation revealed sensing noise.